Event description:
The wife of a patient contacted zoll customer support to report that the patient was receiving adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the pulse wire in the cable connecting the distribution node (dn) and ECG "a" and "b" was open in between ECG "b" and the dn, which caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.